Event description:
Customer reports receiving two false negative results on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4). Lot 21594c, reader sn (B)(4). A cue covid-19 test performed prior to the two negative results provided a positive result. Two additional cue covid-19 tests performed on (B)(6) 2022 provided positive results. Customer tested positive on an unknown date with an unspecified covid-19 rapid antigen test. Customer had no known exposures but was experiencing mild cold symptoms (sneezing/coughing). Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.